Event description:
Coopervision was made aware that a patient developed corneal ulcer in the left eye. Patient diagnosed as early keratoconic by ophthalmologist.

Manufacturer narrative:
The association between coopervision lenses and the incident is unconfirmed.